Event description:
Spontaneous call, device malfunction sn (B)(4) cassette completely empty regardless of pump stating there is 6ml in pump, also will not read cassette is attached to pump. Has a back up pump to use. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.